Event description:
This report is submitted by a mandated reporter on behalf of the (B)(6) at the university (B)(6) who gave a 46 year-old female a singular ect treatment. She fell into status epilepticus while at the outpatient clinic. After emergency transport to the ER for additional sedation, she had a hemorrhagic stroke requiring craniectomy to relieve brainstem pressure. But this was only discovered after two asystolic events due to brainstem pressure, broken ribs (secondary to CPR) and subsequent coma. She experienced digestive blockages. Due to the catastrophic injuries secondary to this single ect treatment, family made the difficult decision to remove life support after the woman was in a coma for nearly two weeks. A recent article published in the journal of ect stated "acute poststimulus bradycardia and asystole are common during ect" either during the procedure or immediately after. Asystole is not listed as a "common" risk on our patient information forms, neither are the manufacturer identified serious adverse events listed as risks. We recognize it is not the FDA's responsibility to regulate individual administration of ect, but you should regulate "informed consent" paperwork for medical devices with no dosing consensus standards, pre-market approvals, or product development protocols. You should also require doctors, nurses and staff who witness serious adverse events (even death) as a consequence of using a medical device without PMA or pdp, to report outcomes as protected whistleblowers so that the FDA can accurately track serious adverse events. Clearly if the journal of ect reports acute bradycardia and asystole as "common" in an article co-authored by a device rep and former chief editor of the journal, surely the FDA should require that (and all other manufacturer identified serious adverse events) be routinely identified with comprehensive assessments which can actually identify sae, not the inadequate mmse, moca or other equally inadequate 5 minute assessment which doesn't evaluate for non-convulsive status epilepticus, brainstem stroke, fatal arrhythmia or asystole. These and similar events are "common," occurring a lot more often than the FDA realizes because no one reports them to you out of fear of repercussions. We owe it to our patients, their family members and the traumatized staff witnessing these events to improve patient safety measures. Ect's mortality and morbidity rates acknowledged by our hospital (and nationwide) are not accurate because serious adverse events go unreported. I'm taking an anonymous stand to prevent this from happening to any other unsuspecting patient, family and medical support team. We can and must do better; sartorius a, kellner ch, karl s. The trigeminocardiac reflex in electroconvulsive therapy. J ect. 2022;publish ah(00):1-2. Doi:10.1097/yct.0000000000000859.